Event description:
Brand name updated

Manufacturer narrative:
(B)(4). Initial mfg report # 1031452-2014-06959 was submitted on (B)(6) 2014 indicating that a notice was received stating that the irc5p oxygen concentrator was at or near the point of origin in a fire. Additional information has been obtained. Invacare retained a fire expert who attended a loss site examination on (B)(4) 2014. Upon arrival at the loss site, it was discovered the site was modified and altered. The concentrator was removed and later found in another city. Ashtrays and cigarettes were found throughout the dwelling. Our expert traveled to the city where the concentrator was located. The concentrator power cord was fire damaged. No evidence of concentrator failure or malfunction. Our expert stated the oxygen concentrator was not the cause of the house fire. On (B)(4) 2014, invacare's fire expert attended a joint evidence exam. The concentrator was dissembled and further examined. Several components were found to be intact and undamaged. This includes the compressor motor capacitor, paper filters, the hour meter and compressor mounts. Components that were damaged showed the damage occurred from heat external to the unit. The power cord showed evidence of arc damage which could have occurred from impact from the closet door striking the cord. Our expert maintained his earlier conclusion which indicated the oxygen concentrator did not malfunction and was not the cause of this fire.

Event description:
Notice received stating an oxygen concentrator was at or near point of origin in a fire.